Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a 58mm in diameter thoracic aortic aneurysm in zone 4. Stent graft delivery and device deployment was successful during the index procedure. No adverse events were noted during the procedure. During follow up, diagnostic imaging identified aneurysm enlargement. No endoleak or rupture was identified. Relationship to the product was yes; however, no relationship to the procedure was noted. Additional treatment was performed where another manufacturer's stent grafts were implanted (two). Per the investigator, the cause of the event remains undetermined; however, it appears to be related to the strong radial force of the stent graft. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.